Manufacturer narrative:
The insulin pump was received button error alarm due to corroded keypad traces. No moisture damage was found inside the pump. Note: this is a remediation. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 49 mg/dl. The customer treated the low readings with food. The customer stated that the button error alarm did not occur right after the pump was exposed to moisture. The customer stated that the button was pressed for 3 minutes or longer. The customer stated that they were unable to clear the alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.